Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a battery voltage below indication for implant on multiple occasions. The device was never attempted to be implanted. There was no patient involvement.